Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary balloon angioplasty treatment procedure, crossing difficulty occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous chronic totally occluded distal right coronary artery (rca) to the atrioventricular branch or posterior descending artery. The physician advanced the 2.5x15mm apex balloon catheter to the target lesion, but the device was unable to cross, and the shaft kinked. The procedure was completed with a different device without patient complications. The patient condition post procedure was reported to be "good" however, product analysis revealed a shaft fracture.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual examination of the device found that a break was present in the hypotube shaft approximately 77.5cm distal to the strain relief. Although the break was present in the shaft, the actual shaft was still partially held together. As a result the device was not in two sections. An examination of the balloon found that the balloon had been inflated and was not refolded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)